Event description:
It was reported that the provisional cone body would not disengage from the hip stem.

Manufacturer narrative:
Eval summary: the returned component was functionally tested and functioned as intended when used as directed in surgical technique. Based off the info provided, a definitive root cause cannot be determined. Evaluation: the provisional was measured and found to be conforming to specification where measured. There are buff marks around the neck and body of the provisional as well as impression and burs around the base of the provisional. The impression left on the provisional looks like impact marks from a knurled surface. There was a bur on both sides of the thru hole in the body of the provisional. Device history records inspected to specification. No mfg abnormalities could be detected.